Manufacturer narrative:
H2-3) the software investigation concluded that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The provided logs were reviewed and there were no archives available for review. Logs showed one session on the reported issue date, within which three standard fess procedures were performed using different computed tomography (CT) datasets. In each procedure, the user progressed through select procedure, images, registration, registration verify, and navigation. Across all three procedures, multiple registrations were performed, with initial error metrics in the range of ~2.1¿2.4 millimeter (mm) using trace points only, which progressively improved with additional trace coverage and the inclusion of touch/image points, resulting in final registration accuracies ranging from approximately 0.34 mm to 0.98 mm prior to navigation. The logs indicated normal registration behavior, where increased trace density and added touch/image points reduced the error metric as expected. No software errors or abnormal system behavior were observed in the logs. Codes: b01, c19, and d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, version #: 2.1.0. H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an alleged inaccuracy that occurred, that resulted in a cerebrospinal fluid (csf) leak, which was repaired during the same surgery. There was a 20 minute delay to the case. The issue was not replicated on other patients that day. The reported event occurred during a functional endoscopic sinus surgery (fess). It was stated that the leak was repaired. There was 2 mm of inaccuracy.